Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The replacement insulin pump was sent to customer. The customer does did not want to answer the troubleshooting questions and request to speak to someone else. The customer was transfer to help line for further assistance.